Event description:
See user facility medwatch.

Manufacturer narrative:
User facility staff called their biomedical department who smelled smoke but could not identify where it was coming from. All the or equipment was unplugged. The table was later plugged back in and the base of the table became warm and the hand control did not work. The biomed opened the cover and found internal damage to the power supply and wires. The table was then removed from service. A steris service technician arrived onsite and noted that there was no rtv sealant found on the table covers, dried blood around the column and top of power supply. Further inspection of the table found the power supply and wires around the power supply to be melted. The table is not under steris service contract and is serviced and maintained by the user facility's biomedical department. The maintenance manual states (section 7.5), "sealing table covers-whenever the column cover assembly and/or table base cover are removed and then returned, the covers need sealing to prevent fluid intrusion to meet ipx4 requirements. Seal the covers as follows: note-remove all old sealant and clean all mating parts before reapplying the silicone sealant". Steris will provide the user facility with a current version of the maintenance manual.